Event description:
It was reported that farastar msm nam was selected for use. It has been mentioned that the first issue was map shifting without patient movement. Tried to adjust the magnet physically to line up the map yet no improvement. Second issue was that while ablating, catheter started to disappear on the screen after about 50-60 ablations. Map shift issue occurred again. Using an external reference and it was routed through the rsm. During one of the cases during the procedure, a lab staff member placed the baylis generator on top of the msm. No errors occurred on the opal system. No patient complications have been reported. The procedure was cancelled. The product is not expected to be returning.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.